Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with burning, redness, inflammation, infection, that extended beyond the patch perimeter which occurred approximately on an unspecified days after the sensor had been inserted in the arm. The area was prepared with alcohol soap/water before placing the sensor on the body. There is no documentation of scarring, or systemic involvement. There is no diagnostic test conducted. The skin reaction was treated with a prescription oral medication (unspecified). At the time of the report, patient condition was unspecified. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.